Event description:
It was reported that the customer had high blood glucose levels of 288 mg/dl. The customer reported a button error alarm from the insulin pump. The customer reported wearing the insulin pump inside the bra and she was sweating. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
No button error alarm. During testing, intermittent button response due to moisture damage on keypad trace. The insulin pump was received with minor scratched liquid crystal display window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.